Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that ever since a lead revision in 2015, the patient felt pain in a muscle in their back after every adjustment. On (B)(6) 2016, the consumer further reported about two weeks ago they noticed their arms were starting to go numb again and they experienced a loss of therapy, and on (B)(6) their hands were numb. It was noted the device was implanted to treat neck issues along with tingling and numbness in their arms from a failed neck surgery. It was further reported there was a problem getting the patient programmer (pp) to connect with the implantable neurostimulator (ins), it took 15 minutes to connect, and it wanted to turn stimulation off even when they weren't pushing the stimulation off button. However, during the call the pp was working as intended. It was further reported on (B)(6) 2016 they all of a sudden starting feeling a pinching up in their left shoulder blade, but closer to their spine. After stimulation was turned down the pinching pain decreased, but when they went to dinner with their family they started feeling the pressure again but not as bad. The consumer then went to group a and was able to use that group for a while but then the stabbing started again. It was noted the stabbing feeling was the same feeling as when the manufacturer¿s representative (rep) was programming their device in september which caused them to cry, but when the rep. Would back stimulation off the pinching would go away, but when they would start it again it would flare up. According to the consumer the rep. Suggested the device be removed or revised, but the doctor wouldn't touch them since they were still getting 50% relief. There were no traumas or falls reported related to the issue. The consumer had now switched to a different doctor due to insurance reasons, but was unable to get in until (B)(6), but they didn't feel like being in pain until then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.